Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective coverage of therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was getting an error message on the patient programmer indicating that the ipg is nearing end of life. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery nearing end of life.